Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the touch screen of the programmer did not work. The programmer is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis found that the stylus was missing. The stylus was added to reproduce the reason for return. It was observed that the touchscreen had a large damaged surface that covered the entire width of the screen. The reason for return was confirmed. It was also noted that the display hinges were worn, the screen fell down. Also both latches of the cable bay were broken, the right keyboard hinge was broken, the printer drawer was damaged and the programmer failed bench testing due to a failed electrocardiogram (ECG) connector and the printer. The parts required for the repair to restore functionality of the programmer were no longer available (touchscreen). The programmer was scrapped at the repair depot. If information is provided in the future, a supplemental report will be issued.